Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the replacement procedure for the pulse generator, it was discovered that the rv lead was showing high pacing threshold values. The physician decided to cap off the lead, and implant a new one. No adverse patient effects were reported.